Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant loss of integration and relocation to the patient's sinus.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified foreign and bone material. Healing abutment is attached and cannot be removed. No damaged identified. The returned device was measured around the collar and an estimated length measurement was performed because of a healing abutment that was attached to the implant. The device verified to match DHR specifications. Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing conditions noted on the product experience report (per) is heavy smoker/tobacco use. The reported device was located on tooth # 13 and was used for approximately 6 months 4 days. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the tooth site was infection, the implant lost integration and relocated to the maxillary sinus and was removed. The product was returned for investigation. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'